Manufacturer narrative:
The insulin pump power up properly after battery installation and operating currents are within specification. No failed battery test alarm and no battery out limit alarm noted. The insulin pump has corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that her insulin pump was not working correctly. It was alarming battery failed and she was unable to clear the alarm. Customer stated that her insulin battery compartment is not damaged or corroded, she changed her battery, but the alarm remains. Nothing further was reported.